Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) device, right atrial (ra) and right ventricular (rv) lead had pacemaker mediated tachycardia (pmt) and atrial tachycardia response (atr) episodes stored. Additionally, this device delivered one burst of inappropriate anti-tachycardia pacing (atp) and one electric shock due to atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) reviewed the data and assessed that atr episodes were stored due to oversensing of the noisy signals and caused by either bovie use or connecting leads to header during implant. The cause of the noise is not confirmed. Pmt episodes were assessed as atrial driven, noted to be terminated by the algorithm and a boston scientific (bsc) representative made changes to the programming. Atp and shock were assessed as inappropriate due to being delivered for atrial tachycardia with rvr rhythm. Therapy did convert the rhythm to normal sinus rhythm. This system remains in service and no adverse patient effects were reported.